Event description:
A caller reported an issue with their continuous glucose monitor (cgm), experiencing error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and following this, the error code did not reappear. The caller successfully initiated a new sensor session.